Event description:
The manufacturer received information alleging eye irritation, skin irritation, dizziness and/or headache, nausea /vomiting, kidney disease/toxicity, lung disease, reduced cardiopulmonary reserve, cancer no medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging eye irritation, skin irritation, dizziness and/or headache, nausea /vomiting, kidney disease/toxicity, lung disease, reduced cardiopulmonary reserve, cancer. No medical intervention was specified by the patient. The device was returned to the manufacture service centre for further evaluation. During the evaluation of the device at the manufacture service centre, the device was visually inspected and found no evidence of visible foam particles. During the evaluation, secondary findings was observed. There was 20 error code found. The manufacture service centre concludes that they could confirm the customer's allegation and unit passes final test. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d: device serviced by 3rdp, device avail. For eval, date returned was updated. In box h: device eval. By mfg, evaluation method code, evaluation result code, component code and conclusion code has been updated.